Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose 3x a day. The patient manages her diabetes with lantus insulin (5 units 2x a day) and novolog insulin (sliding scale 4x a day). The alleged issue began on the afternoon of (B)(6) 2010. The patient stated her blood glucose has been reading around the "200 mg/dl" range and occasionally lower depending on her diet. The patient denied making changes to her diabetes management routine. About 5pm, the patient stated her boyfriend had difficulty awaking her from a nap and the patient claimed she felt dizzy. The patient stated she had been feeling tired lately due to antidepressant medications she has been taking. After 6pm that same evening, emergency medical services (ems) was contacted and administered the patient a glucagon injection. The patient obtained a blood glucose result of "64 mg/dl" on the ems meter. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:04 in the pump's event history. The baxter service technician confirmed that this condition was caused by the pump's air in line printed circuit board being out of calibration. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:04 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4). A service history review revealed that this device was previously serviced for the reported condition.